Event description:
The physician intended to deploy a resolute integrity 2.75x12mm drug eluting stent to treat a 10mm lesion in the om vessel. The vessel had only a little calcification. Device was inspected and prepped before use with no issues noted. No resistance or force was used and no previous stents at the lesion site. During attempted deployment it was noted that the inflation device would not hold pressure. It is reported that the stent was only partially deployed and a vessel perforation occurred. The pressure applied is unknown and it is reported the gauge did not move on the inflation device. A 2.75x 8mm unknown stent was used to complete the procedure. There were no further patient complications reported.

Event description:
Additional information received reported that there appeared to be a hole in the balloon of the device as the inflation device would not hold pressure. Evaluation summary: the device was returned to the manufacturing facility for analysis. The stent was not returned on the device. The distal tip was slightly stubbed. On visual inspection, the balloon of the device was noted to be damaged. There was evidence of crimp impressions on the balloon. On the distal to middle section of the balloon, there was a 9mm longitudinal tear evident.

Manufacturer narrative:
Evaluation results: other (root cause could not be determined). Evaluation conclusions: (root cause could not be determined). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection, balloon leak/rupture). No results available since no evaluation was performed (device or procedural images have not been returned for review). Evaluation conclusions: inherent risk of procedure (dissection, balloon leak/rupture). Unable to confirm complaint (device or procedural images have not been returned for review). (B)(4).